Event description:
It was reported that patient underwent a right total shoulder arthroplasty on an unknown date. A revision has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.